Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. No e70 alarm on alarm history screen. The insulin pump has minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads cracked and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a motor error alarm during a prime. Customer's blood glucose was 180 mg/dl. The customer stated they did not expose the insulin pump to a high magnetic field. Customer also stated the alarm occurred 10 times in the last 30 days. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.